Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that cxps output card needed to be rebooted. To resolve the issue, the technician rebooted the cxps output card. The unit was tested, confirmed to be operating according to specification, and returned to service.

Event description:
The user facility reported that prior to a patient procedure green lines were appearing in the source preview and capture preview images of their hexavue custom room rack. No report of injury.